Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of noise and high ventricular rate all due to lead noise was observed. The patient was asymptomatic and pacer-dependent. Loss of sensing was noted. Further testing was recommended.